Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2017-08-11. The rep reported that upon questioning the patient, she reported that no event occurred. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that a patient stopped using her stimulator about a year ago and the patient said she hasn't charged in about a year. The patient reports having a burning sensation at her pocket that started about a year ago. The ins pocket has not burned for the past 6 months. When the burning occurred, the sensation could last ten minutes to several hours. At times, the patient used a wet towel to cool the area. The patient never had this issue checked on with their healthcare professional or manufacturing representative. The issue has not been resolved. No further complications were reported. No additional patient symptoms were reported.